Event description:
Customer's wife reported an incident of hypoglycemia requiring treatment by layperson at a time when she attempted, was unable to use the compact system due to meter malfunction. A request was made for the return of the system and a replacement was sent.